Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, a posterior capsule rupture occurred. The iol was removed and replaced during the same surgical procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. No sample was returned. There have been no other complaints reported in the lot number. Additional information was requested on 01/30/2012 and 02/07/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).